Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, sex, gender, weight, race, and ethnicity were not provided. Section e.1: the initial reporter phone: (B)(6). Section h.3: the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 9493888. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during an endovascular embolization procedure, the 4mm x 16mm enterprise 2 vascular reconstruction device (vrd) (encr401600 / 9493888) was impeded in the y-connector and could not be pushed into the associated microcatheter. The physician tried to retract the stent, but the stent component was found prematurely detached from the delivery wire in the y-connector. The physician removed the y-connector and removed the stent to replace it with a new stent to complete the procedure using the same microcatheter. There was no negative impact on the patient. On (B)(6) 2026, additional information was received. Per the information, the procedure was targeting an aneurysm on the m1 segment of the left middle cerebral artery. Continuous flush had been maintained through the microcatheter. Aside from the reported premature detachment of the stent, there was no damage noted on the stent / stent delivery system. The replacement stent was 4mm x 16mm enterprise 2 vascular reconstruction device (encr401600). The information also indicated that there was a delay of about 10 minutes to replace the stent. However, the 10-minute was not considered to be clinically significant.